Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported "mastectomy and right side reconstruction with device, MRI imaging investigations revealed rupture, confirmation of event during surgery." This record relates to right side. The device has been explanted.